Event description:
It was reported that the unit intermittently shuts off. It was further reported that account claims it could possibly be a power issue.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.